Manufacturer narrative:
The excor driving tube (blue) with lot number 00083102 was used from 2020-08-05 to 2021-05-14 (282 days). We have reviewed the production records of the excor driving tube with the lot number 00083102. This driving tube was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart (B)(4) was informed by the site via the hotline that a leakage was detected in the driving tube of the excor blood pump of a patient supported in the bvad configuration. The driving tube was exchanged in the clinic. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During investigation, two cut-like cracks were detected at the transition to the pump connector. Crack 1 is approx. 8 mm in the circumferential direction while crack 2 runs in the longitudinal direction and separates the driving tube approx. 1.5 cm from the end. Both cracks were identified as cuts. It is very likely that the longitudinal cut (crack 2) was intentionally made in order to be able to separate the driving tube from the pump connection after identifying the first crack. The circumferential cut (crack 1) was probably caused by a sharp object. In the current instructions for use (IFU), the user is advised to ensure that the cannulae and driving tubes are not subjected to any tension, torsion, pressure, or traction. Also, the user is advised against touching the cannulae and driving tubes with sharp-edged objects, that can do damage to the material. And further on, in the manual the user of excor is instructed to inspect the blood pumps, cannulae and driving tubes regularly.